Event description:
A filter was placed on (B)(6), 2010 without incident. On (B)(6), 2010, the filter was observed to have been displaced and migrated. The vena cava is 22-24 mm in diameter. The pt was treated for thrombolysis due to extensive clot in ivc. According to the implanting physician, the filter migrated to the level of the renal veins. The physician believes the filter became dislodged secondary to a large dvt and/or subsequent thrombus formation in the ivc. The physician was able to lyse the bulk of the ivc, renal vein, and iliac vein clot. Renal output and function returned to normal. There was no attempt at filter retrieval or repositioning due to residual clot. In a review of the procedure films completed by the manufacturers rep, it suggests the filter was pushed or pulled and then damaged. Based on the film review, the filter appears stable; it is revulsed on itself.